Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "patient went for CT and intern hooked up to brown (5ml/sec) lumen to inject contrast at 2ml/sec. Scan completed uneventfully however back on ward they noted brown lumen to be split just below hub. Cvc was removed on the ward and replaced with a PICC. No injury to patient sustained." The patient's condition is reported to be fine.

Event description:
The complaint is reported as: "patient went for CT and intern hooked up to brown (5ml/sec) lumen to inject contrast at 2ml/sec. Scan completed uneventfully however back on ward they noted brown lumen to be split just below hub. Cvc was removed on the ward and replaced with a PICC. No injury to patient sustained." The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one 4-l cvc for analysis. Signs of use in the form of biological material was observed on the catheter body. Visual analysis revealed that the distal extension line was stretched/ballooned. The stretching started adjacent to the distal luer hub. The appearance of the damage is consistent with unintentional over pressurization of the extension line during use. The stretching on the distal extension line measured 1mm-17mm from the distal luer hub. The catheter length from the juncture hub to the distal end measured 217mm , which is within the specifications of 207-227mm per product drawing. The distal extension line outer diameter in an area not affected by stretching measured 0.08784", which is within the specifications of 0.084"-0.088" per product drawing. The distal extension line inner diameter measured 0.056" , which is within the specifications of 0.055"-0.059" per product drawing. A lab inventory syringe filled with water was attached to the distal extension and flushed. Water was observed exiting the distal end as intended. No leaks or blockages were observed. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". No obstructions were observed when flushing the medial and proximal extension lines. The customer reported injecting at a rate of 2ml/sec through the distal lumen. According to the "arrow pressure injectable cvc information sheet provided with this product, the distal lumen is indicated for a max pressure injection flow rate of 5ml/sec. The medial 1 lumen is indicated for a rate of 10ml/sec. Although the customer reported an injection rate within the maximum indicated rate, the IFU provided with this product cautions the user "pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". A device history record review was performed based on a potential lot identified a from sales history review , and the following findings were identified: for material c-42100-005a, a non-conformance was initiated for batch 13c21h1995 in regards to "swg does not take off". That finding is not relevant to this investigation. The instructions for use (IFU) provided with the kit informs the user, "the maximum pressure of power injector equipment used with the pressure injectable cvc may not exceed 400psi." And also cautions the user "do not exceed ten (10) injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to minimize the risk of catheter failure and/or tip displacement". For contrast media injections, it warns the user "precaution: warm contrast media to body temperature prior to pressure injection to minimize the risk of catheter failure." The IFU also contains detailed instructions on proper technique for pressure injection. It warns the user "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications" and provides explicit instructions for ensuring patency prior to pressure injection: "check for catheter patency: attach 10 ml syringe filled with sterile normal saline. Aspirate catheter for adequate blood return. Vigorously flush catheter." The report of a stretched/ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the distal extension line was stretched/ballooned. The catheter flushed as expected , the catheter met all relevant dimensional requirements, and a device history record review was performed based on a potential lot with no relevant findings to suggest a manufacturing related cause. Based on the customer report and the appearance of the damage to the catheter, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.